Manufacturer narrative:
(B)(4).

Event description:
It was reported that implantable cardiac monitor could not be interrogated. The device was explanted. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
(Return date) has been updated to 12/21/2015 from 12/3/2015.

Manufacturer narrative:
Final analysis of the implantable cardiac monitor confirmed that the device could not be interrogated. The cause was found to be premature battery depletion. The cause of the battery depletion could not be determined.